Event description:
It was reported that during a routine follow up, noise episodes were observed on atrial and ventricular channel. Blood was noted in the ventricular connector port. The device was explanted and replaced with no further issues.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.